Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse, that the k-wires broke at the entry point. Also, the tip of the screwdriver broke. Nothing fell into patient. Non stryker devices were used to complete the procedure successfully. Surgical delay of 60 minutes not longer.